Event description:
It was reported by father that the patient had been taken to the emergency room (ER) by ambulance due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 61 mg/dl; this was reportedly due to the patient's personal diabetes manager delivering an un-commanded bolus (16.95 units). Symptoms reported include a headache and the "shakes". The patient was treated with tylenol in the ER and her bg level was brought back up to 99 mg/dl. Additionally, it was also reported that patient has autoimmune hepatitis and hashimoto, a hypothyroid condition. The patient's blood glucose insulin history are as follows: time: "at school" bg(mg/dl): 320 bolus(u): 13. Time: 35-40min later (high) bolus(u): 8 (+15% basal increase). Time: 30 min later bolus(u): 16.95 (un-commanded) (insulin on board = 38 units). Bg(mg/dl): 100. (Powerade and sugar tablets). Bg(mg/dl): 61. Bg(mg/dl): 99 (brought up in the ER).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.